Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited dislodgement the day after implant. The patient experienced a lot of pain and an x-ray revealed the dislodgement. The lead was programmed to off and will be revised. No additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited dislodgement the day after implant. The patient experienced a lot of pain, and an x ray revealed the dislodgement. The lead was programmed to off and will be revised. No additional adverse patient effects were reported. Product remains in service. Additional information was received, the patient with this rv lead reported feeling palpitations and a review of stored ventricular episodes was requested. Technical services (ts) discussed tachy storage is off and the device is programmed atrial pacing only therefore rv electrogram (egm) is flat. Additionally, ts noted stored signal artifact monitoring (sam) events with high out of range pace impedance measurements. Ts noted that it appeared to be related to the rv lead. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: b1: adverse event/product problem. H1: type of reportable event.